Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative:

Event description:
It was reported that during service and evaluation, it was determined that the chuck with key device was frozen/would not move - chuck seized, had component damage, (2+ devices) : the coupling could not engage attachment. The device also failed pretests for general condition, check drill chuck with key, check the maximum range of tool coupling, check the minimum range of tool coupling and check for run-out inspection in running mode. It was reported in the service order that the device prior to surgery it was observed that the device did not work anymore. There were no reports of delays to a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to wear.

Event description:
It was reported that during service and evaluation, it was determined that the chuck with key device was. The device also failed pretests for frozen/would not move - chuck seized, had component damage, (2+ devices): the coupling could not engage attachment. It was reported in the service order that the device prior to surgery it was observed that the device did not work anymore. The device also failed pretest for general condition, check drill chuck with key, check the maximum range of tool coupling, check the minimum range of tool coupling and check for run-out inspection in running mode. There were no reports of delays to a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.